Manufacturer narrative:
Manufacturing evaluation: the device was received. Visual examination showed that the generator end of the cord was completely broken off from the rest of the cord. Each end of the breaking point was tapered which indicates the cord had been stretched with excessive force; likely from improper removal from the generator over time (i.e. "Yanking" the cord itself instead of grasping the connector). Portions of the cord jacket were stripped and the inner wires were found to be aged and brittle, indicating the cord had been used well past its life expectancy. When the cord is used repeatedly, the copper wire naturally becomes more brittle as it ages. As the copper becomes more brittle, the strands will break more readily. As fewer and fewer strands are left intact, the load on the remaining strands increases. A combination of mishandling and overuse is likely what led to the failure noted by the customer. Aesculap's online instructions for use (IFU) for this product is quite specific regarding proper handling techniques, and if a cord fails in this manner, it is typically because those instructions have been disregarded.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s.

Event description:
It was reported that flames were shooting out of cable. Mono polar cable was plugged into the biomet machine for about 2 hours, being used intermittently. A staff member noticed an orange glow at the base of the pin. They quickly pulled at the cable, which went down to the ground with a small flame shooting out and then stomped on it, putting it out. This incident did not cause or contribute to serious injury or death. There was a less than 2 minute delay in surgery. No additional intervention was required per the submission form.